Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently turned on pump exercise activity. Customer's blood glucose was 100 mg/dl. Tandem technical support assisted customer in stopping the activity, and customer successfully resumed insulin therapy. Tandem technical support advised customer to consult with their healthcare provider regarding settings changes.